Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported patient required an accucath placement. The extension tubing does not fully lock in when twisted and then there are issues drawing blood due to getting air pulled back. I have checked with ultrasound after placement to ensure that we are in fact in the vein and every time the IV has been in the appropriate spot. I have tried using different extension tubing to fix the problem, other than the one that comes in the kit, but it does not fully twist on either causing air leak. There was no harm, injury, complication, or negative outcome as a result. The customer reported this has occurred multiple times however an exact quantity of devices or patients involved was not provided.